Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to five of five devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01661, 3005099803-2016-01662, 3005099803-2016-01663 and 3005099803-2016-01664 for the other associated device information. It was reported to boston scientific corporation that five captivator extra large snares were used in the rectum and duodenum during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, they attempted to cut the polyp but the snare would only partially cut the polyp and the loop would twist when retracted further. Four other captivator extra large snares were used and encountered the same issue. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the snare loop had bent or deformed. At the distal section, the catheter was smashed and the distal tip was damaged. The device passed the electrical test. The unit was able to extend and retract within specifications. Deflection test was not performed due to the device condition. The complaint that the snare could not perform smooth cutting because the snare loop was twisted and deformed was confirmed; the returned device has the loop bent or deformed and the catheter was smashed and damaged at the distal section. The failures found were most likely due to anatomical/procedural factors like interaction with other devices or while the device was advancing through the lesion target could have generated the failures encountered. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to five of five devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01661, 3005099803-2016-01662, 3005099803-2016-01663 and 3005099803-2016-01664 for the other associated device information. It was reported to boston scientific corporation that five captivator extra large snares were used in the rectum and duodenum during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, they attempted to cut the polyp but the snare would only partially cut the polyp and the loop would twist when retracted further. Four other captivator extra large snares were used and encountered the same issue. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.